Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal device was inserted into the skin and entered into the artery without problem. However, when the tamper tube was pushed to place the collagen, the tamper tube did not position the collagen successfully and blood leaked from the side of the tamper tube. Thirty minutes of manual compression was then applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The patient was under follow-up observation and no health damage to the patient has been reported so far. The estimated blood loss was less than 250cc. The physician had completed the training process on the device prior to this case. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was unknown. There were no other devices or equipment used with the reported product.